Event description:
Our distributor in other country found the product was not in its propper position inside the blister package, and this affected the sterile package. This event occurred during inspection of the product prior to delivery to an end user. There was no pt involvement, injury or surgical delay related to this event.

Manufacturer narrative:
Investigation results: conmed linvatec received the device and packaging for the investigation, and confirmed the reported problem. The pins were found out of position in the package resulting in a compromise to device sterility. An investigation for this failure mode remains in process.